Event description:
It was reported that erroneous parameters programmed error message was displayed on the device. When the physician went to update the morphology template, the test completed. After he accepted the template, he noticed the pt rate dropped too low intrinsic. Device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.